Event description:
Instrument arced during laparoscopic cholecystectomy causing burn on liver bed.

Manufacturer narrative:
Device promised to be returned by facility, but not returned before deadline to report event. Discussions with initial reporter lead us to believe end-of-life indication of frayed insulation at tip was ignored resulting in arcing during the procedure that caused the burn.